Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that after procedure the patient's right atrial (ra) lead was found to be dislodged. On (B)(6) 2021, the pocket was reopened and insulation damage was also seen on the ra lead. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout procedure.